Manufacturer narrative:
Quality controls were within range on the day of the event. Controls were within range in may and june 2021, with 3 results having a warning flag and 1 result with an error flag. Some control results had an error flag in july 2021. The last calibration on 20-jul-2021 was successful. Signals compared to previous calibration events are consistent. The field service engineer checked vacuum, filling height, gear pump pressure, and system reagent consumption. There was an issue with the sample probe as there was poor springing. An adjustment was carried out. Precision studies were performed. Control results were ok and stable. As calibration was successful and control values were within range, a general reagent or instrument issue can be excluded. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with li lithium on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The sample resulted in lithium values of 1.57 mmol/l and 0.59 mmol/l. The lithium reagent lot number was 54202901, with an expiration date of 28-feb-2023.